Event description:
The customer reported a failure of the remote alarm during testing, which may result in failure to alert the user upon ventilator alarm activation. No patient involvement reported.

Manufacturer narrative:
Root cause: broken solder connections at cn2 pin 1 & 3 caused the remote alarm port not functioning.